Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's time was incorrect and cause was unknown. The customer reported a blood glucose level of 449 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.